Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced problems with the device from the very beginning. The patient had to run the device at extremely high levels in order to get any sort of stimulation. The patient experienced burning at the battery while charging their device. The device jolted and shocked the patient when they turned their head side to side. The indication for use included severe migraines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a legal representative that they experienced burning at their battery site. The patient also experienced a jolt when he turned his head. It was also noted that only seven of the eight electrodes worked, later dropping to six, and that the patient¿s device completely stopped working after approximately four years. A ¿date of defect¿ was noted as (B)(6) 2014 and the patient¿s device was eventually removed on (B)(6) 2017. There were no further complications reported or anticipated. The patient¿s device was originally implanted for the treatment of headaches.